Event description:
When delivering a stress dose of persantine, some of the medication leaked behind the black punger. Dose is specifically calculated based on the pts' weight, therefore pt did not get the entire dose.

Manufacturer narrative:
Evaluation summary: visual examination of the actual returned sample showed a dent in the barrel which may have the effect of distoring the stopper sealing ring when the plunger rod is moved, allowing slight leakage. Investigation are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacturer and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.